Event description:
It was reported that during the implantation, the doctor found that the guidewire could not be inserted into the end of the lead . The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted and fracture (overstress) along with inner insulation kinked buckled. There was blood in/on the helix/lobe mechanism and the lead was stretched. It was visually noted that the lead was damaged at implant. The analysis visually commented that the event referred to the guidewire; however, the model 5076 does not have a guidewire. (B)(4) tests were completed using .014" 75cm straight lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector.